Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12026. It was reported the pt was not receiving effective stimulation therapy. The pt stopped using and charging their scs system approximately 5 months ago. As a result, the ipg is depleted. Surgical intervention may be taken at a later date to address the issue. Note the pt received two leads form the same lot number.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.